Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by user facility medwatch during an appendectomy procedure, a piece of the retrieval pouch broke inside the abdominal cavity. Physician was successful in gathering defective pouch and removing it from patient. File indicates device is available for evaluation.

Manufacturer narrative:
(B)(4).